Manufacturer narrative:
The field service engineer (fse) inspected the analyzer, replaced the o-ring, nozzles, ion-selective electrode (ise) valve, dilution valve, and vessel, and decontaminated the flow path. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 were updated.

Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode assay results from several patient samples tested on the cobas pro ise analytical unit. One example of discrepant results was provided: the initial result from the analyzer was 152 mmol/l. The repeat result from another cobas analyzer was 139 mmol/l. Data flags in the middleware prompted the rerun of the patient sample. The repeat result was deemed correct.